Event description:
A patient reports while wearing a pod they had felt a burning sensation at the pod infusion site (abdomen). Upon removal of the pod the patient reports having a burn at the pod infusion site. The patient did not activate a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 26.0. Hardware: iphone15.4. Cgm sensor type: g6.